Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (more than one) of amia automated peritoneal dialysis (pd) set with cassettes had the supply lines disconnect from the set resulting in a leak of solution. This event occurred during patient set up of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not received and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The device was machine tested with no issues or alarms noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.